Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy due to noise on the ventricular channel. Patient was stable before, during and after the event. No further information.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.